Manufacturer narrative:
E1 initial reporter address: (B)(6). The device was returned for analysis. Visual inspection revealed that the sheath and imaging core were kinked. Visual and microscopic inspection revealed that the imaging window was detached near the lapjoint section. Impedance testing showed an electrical open at distal wave form.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but failed to show an image. There were no reported patient complications. However, returned device analysis revealed that the imaging window was detached.